Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a black dot on an unspecified location. This was found before use, so there was no patient involvement. No additional information is available.